Event description:
Note: date of the procedure is unknown. It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used in a feeding procedure (patient age, gender and weight are unknown). According to the complainant, the feeding tube leaked nutrition between the tube and locking tab. Another corflo cubby low profile gastrostomy device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual evaluation of the returned device was performed. The complaint was not confirmed. No leak was found at either end of the feeding set.